Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during an endoscopic ultrasound (eus) - guided procedure performed on (B)(6) 2025. During the procedure, resistance was encountered, and the first flange of the stent did not open. The team attempted to reposition the device, but the problem persisted. The stent remained within the delivery system. As a result, they opted to use an alternative device to perform gallbladder drainage. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf impact code f2301 captures the reportable event of additional device required. B5 has been updated with the additional information received on july 02, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during an endoscopic ultrasound (eus) - guided procedure performed on (B)(6) 2025. During the procedure, resistance was encountered, and the first flange of the stent did not open. The team attempted to reposition the device, but the problem persisted. The stent remained within the delivery system. As a result, they opted to use an alternative device to perform gallbladder drainage. There were no patient complications reported as a result of this event. Additional information received on july 02, 2025: this MDR record is a duplicate of report number 3005099803-2025-03042.